Event description:
It was reported that the physician attempted to place a fluency tracheobronchial stent graft in a patient with a large abdominal aortic aneurysm. Fluency was to be placed in adjunct to aaa zenith endograft and cook helical iliac sidebranch device. Fluency stent graft was advanced through balkin sheath, through the cook helical sidebranch device and into the rt internal iliac artery. Excessive force was used to deploy the fluency. Physician felt the outer delivery sheath stretching and the outer delivery sheath snapped and broke at the catheter - tuohy borst connection. While the distal fluency deployed in the patient, the physician was able to pull back the outer sheath and deploy the remaining proximal fluency using much pullback force. The physician stated that positioning the stent graft in the internal iliac artery from an ipsolateral approach introduced the stent graft to extremely tortuous anatomy.